Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 740 mg/dl at the time of the incident. The customer used the pump to treat, manual injections, and was also given intravenous insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer has had instances with bent infusion set cannulas. Customer does not have a pancreas and has highs as well as lows. The customer treats the lows with orange juice or peanut butter. The insulin pump will not be returned for analysis.